Manufacturer narrative:
Although there was reportedly no impact to the patient, the event description indicates blood loss did occur. Blood loss was greater than 250ml. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of the user facility information and retention samples from a recent lot as well as the surrounding lots. A visual examination of the samples confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. A comment was made by the user facility that several incidences of valve leakage had occurred. However, those events were not reported to the manufacturer and no additional information was available including event dates, product codes, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within this report for reference purposes. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause cannot be determined and there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: valve leakage on multiple sheaths; the device was exchanged our for another sheath; blood loss was greater than 250ml; the procedure was completed; and it was reported the patient is doing fine.